Manufacturer narrative:
Concomitant product: product ID 8709, lot# j0039974r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that during a pump replacement for normal battery replacement, no spontaneous csf (cerebrospinal fluid) was observed. There was a reported catheter issue at an unknown location. The healthcare professional (hcp) ¿deferred exchange¿ at the time of the report, and it was unknown whether action was required. An x-ray was performed. The patient was alive with no injury, and no symptoms or complications associated with the event were reported. The pump was used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.